Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The instrument was escalated for further failure analysis review, and the following additional information was provided on 14-january-2021: it was confirmed that the conductor wire was broken where it connects to the bipolar pin. The conductor wire was no longer connected to the pin, causing the energy functionality to not work.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The housing was removed for inspection and the instrument was found to have a conductor wire broken at the proximal end in the main tube. The instrument failed the electrical continuity test. No signs of thermal damage was observed at the proximal backend. A review of the instrument log for the maryland bipolar forceps (420172-14/n10180622 873) was performed. The instrument was last used on (B)(6) 2020 on system sh2234. The alleged event occurred on the 7th use. The instrument had 3 lives remaining. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. No image or video clip for the reported event was submitted for review. A system log review was not performed since it is not relevant to the alleged complaint. There is no error related to the issue. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument had no energy output. A backup instrument was used. The procedure was completed with no reported injury. Intuitive surgical, inc. Has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.